Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) identified that the issue was with hospital network or customer third party software issue. The technical support specialist attached an article of "hospital network or adt or oe or customer 3rd party software issue" for the user reference and confirmed that the issue was resolved. The system functioned as intended after the issue was resolved by the customer. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that in a bd pyxis¿ es server medication was not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.